Event description:
Customer reported receiving erratic readings on their blood glucose monitor. Customer reported receiving readings of 142 mg/dl, "hi" and "hi" within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. In addition, customer reported experiencing symptoms of hypoglycemia but no self-treatment was reported. There was no report of third party medical intervention, death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). Customer's meter has been returned to the lab and product testing did not confirm the readings complaint. All results were within range specification and no errors were observed during control solution testing. The reported results were located in the meter's internal memory log. Note: a blood glucose reading above 500 mg/dl will give a reading of "hi" in the adc meter.